Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with a severely scratched display window, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
Customer reports to have received a button error alarm. Customer's blood glucose was 145 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.